Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter was reading inaccurately compared to an emergency medical services (ems) meter and in the memory mode while he was attempting to test. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated on (B)(6) 2013, at 9pm, the alleged issues occurred. The reporter stated a reading of ¿92mg/dl¿ was obtained on the lfs meter compared to a reading of ¿50mg/dl¿ obtained on an ems meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The reporter stated on (B)(6) 2013, at 9am, the patient developed symptoms of ¿bottomed out and could hardly talk.¿ the reporter stated the patient uses oral medications with diet and exercise to manage his diabetes. The patient reported on (B)(6) 2013, between 9-10am, the patient had something to eat or drink. The reporter stated on (B)(6) 2013, at 10am, the patient was treated with glucose tablets from ems in response to the low reading. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing. The cca confirmed the patient¿s test strips were in good condition and the patient was using an approved sample site for testing. However, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the reporter claims due to the allege disuse, the patient required treatment from a healthcare professional.

Manufacturer narrative:
Follow-up # 2 ¿ (03/20/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 11/20/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/30/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/17/2013 and 10/22/2013, respectively, with the following findings:analysis was not possible for the meter involved with this complaint due to all spc pins 103 were contaminated with dry blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.